Event description:
Hosp personnel responded to a pt described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter the device would not display the pt's ECG. The bedside monitor displayed the pt's ECG and the pt was resuscitated.